Event description:
Upon removing a thermocool® smarttouch® bi-directional navigation catheter from the patient¿s body, the physician discovered that there was blood inside the pebax area. The pebax area houses the spring of the catheter. It was unknown what caused blood to pool inside of the catheter. The returned device was visually inspected upon receipt and darkish red residues were found inside the pebax. Further examination revealed that the pebax had a small hole. It remains unknown how the pebax was damaged. The awareness date was updated for this complaint to 12/2/2014, the date said issue was discovered in the bwi lab.

Manufacturer narrative:
Concomitant products: unk. (B)(4). Upon removing a thermocool® smarttouch® bi-directional navigation catheter from the patient¿s body, the physician discovered that there was blood inside the pebax area. The pebax area houses the spring of the catheter. It was unknown what caused blood to pool inside of the catheter. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and dark red residues were found inside the pebax. Further examination revealed that the pebax had a small hole. Thus, the customer complaint has been verified. It remains unknown how the pebax was damaged. However, an internal corrective action has been opened to address this issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.